Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2a26a, product type: lead. Product ID: 3093-28, lot# v027285, implanted: (B)(6) 2009. Explanted: (B)(6) 2020. Product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4); product ID: 3093-28, serial/lot #: (B)(4), ubd: 26-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider (hcp) went in to remove the device today and noticed the patient had a second lead abandoned from their previous device. Surgeon attempted to remove the old lead but one electrode broke off and remains implanted. No further complications were reported. Additional information was received from the manufacturer representative (rep). The rep stated that the lead broke when they were pulling it out. They do not know which lead came out intact or which one broke because they looked the same to the healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead correction: removed previous h10: "continuation of d10: product ID 978b128 lot# va2a26a serial# implanted: explanted: product type lead product ID 3093-28 lot# v027285 serial# implanted: 2009-(B)(6) explanted: 2020-(B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2022, UDI#: (B)(6) ; product ID: 3093-28, serial/lot #: (B)(6), ubd: 26-mar-2011, UDI#: (B)(6)" updated to report on one unknown lead. H6: updated fdm code from b18 to b20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID 3093-28 lot# v027285 serial# implanted: 2009-(B)(6)explanted: 2020-(B)(6) product type lead h10 correction: "product ID 3093-28 lot# v027285 serial# implanted: 2009-(B)(6) explanted: 2020-(B)(6) product type lead" added back in. Should not have been removed on previous correction report. H6 correction: remove a24 b1 correction: changed to 'adverse event <(>&<)> product problem' medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead broke off when the doctor was removing it from the point in which it went in; standard lead removal. They tried to get the broken tip out of the body, but it was too far in. The lead just broke, maybe because it had stuck to the tissue so well, they did not know the cause.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.